Event description:
This report is based on information provided by the local philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl+ defibrillator indicating that the device¿s plate cable has issues. There was no report of patient or user impact. Available details indicate that the device had plate cable issues. Details provided in an update from the source case indicate that the rse ordered a replacement pads adapter cable, and it will be sent to the customer and the device will successfully returned to service. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a component failure. The faulty components were replaced, and the device was returned to service. The customer was ordered a replacement, pads adapter cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.